Manufacturer narrative:
No patient injury was reported. A gambro technical services (gts) field representative replaced the blood pump housing and the rotor. He checked out the machine as per manufacturer's specifications. As corrective action, the preventive maintenance procedure has been modified to include roller's washers replacement and a tool to check the roller occlusivity.

Event description:
Customer requested the blood pump housing and the rotor replacement due to the segment breakage in the blood pump. There was a minimal blood loss.